Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the reset, and advised to continue using the pump while monitoring for any recurring issues. The caller understood and acknowledged the instructions.